Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate high voltage (hv) therapy. No intervention was reported. Patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.